Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a motor error and a no delivery alarm on the insulin pump. Customer gets this alarm usually when he has less than 25 units in the reservoir. Customer's blood glucose level was 147 mg/dl. Customer got a no delivery alarm today and when he attempted again to deliver a bolus, customer got a motor error alarm. Customer had gotten an x-ray on his teeth when he went to the dentist about a month ago. Customer was advised to disconnect from the pump. The pump was cleared and the infusion set was changed. Customer stated that he was able to complete the rewind sequence. No additional information provided.